Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that device had air in line assembly failures. This was reported to bd representative during site visit. There was no patient involvement.

Event description:
It was reported that device had air in line assembly failures. This was reported to bd representative during site visit. There was no patient involvement.

Manufacturer narrative:
Omit: c20 - no findings available, additional information: imdrf annex a, b, c, g codes and manufacturer narrative. The actual date of event is unknown. Investigation summary: the reported issue could not be confirmed or replicated due the suspect devices were not received for this investigation. No suspect devices were returned for this investigation; therefore, an external and internal inspection could not be performed. However, during the visit of the bd representative, approximately 20 ail assemblies. Observations of two images indicate damage to the optical sensor on the air in line (ail) board, the images provide limited detail and information. A log analysis could not be performed as there were no devices or logs returned for investigation. Testing could not be performed as no devices were returned for investigation. The bd alaris¿ system with guardrails user manual v12.3.2 states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: based on the photos provided during the site visit, the root cause of the ail failure can be attributed to a broken op1 sensor. Per 803.52(f)(11)(iii). The information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.